Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by bd rep that they found the complaint this in a us vascular facebook page. Customer reported had 5 bard power piccs leaking /fractured at the 8-9cm nark or at the hub in the last few months. It was reported this occurred with 5 devices. This report addresses the third device.